Manufacturer narrative:
MFR reference number: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.

Event description:
It was reported that a pump was alarming "upstream occlusion!" (Programmed amount and delivery rate unknown) during a propofol infusion of 50 ml from a glass container. The customer stated that no occlusion was present. No pt injury had been reported.